Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. Blockage could be due to several reasons. However, in the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of the problem as such this complaint could not be confirmed.

Event description:
It was reported that during a laparoscopic prostatectomy, the urinary catheter had to be removed. The catheter had been inserted before a surgery. But at removal it was impossible to fully empty, deflate, the balloon. So, we forced removed the catheter from the patient. The balloon was inflated with sterile water. The patient's condition was reported as fine and intervention required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic prostatectomy, the urinary catheter had to be removed. The catheter had been inserted before a surgery. But at removal it was impossible to fully empty, deflate, the balloon. So, we forced removed the catheter from the patient. The balloon was inflated with sterile water. The patient's condition was reported as fine and intervention required.